Event description:
During a left flutter ablation procedure, the needle and stylet exited the sheath at the irrigation port or sheath body. There was no tearing found on the sheath body. A second puncture was required to access the site. The introducer was exchanged and the procedure was completed with no adverse patient health consequences.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. No visual anomalies were noted. No anomalies were noted when a brk needle/stylet assembly was advanced through the returned sheath and a dilator from current inventory. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported needle insertion difficulty and subsequent additional puncture remains unknown.